Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "lymphatic dissemination to the axillary lymph nodes".

Event description:
Healthcare professional reported left side rupture, pain, "lymphatic dissemination to the axillary lymph nodes". The device remains implanted.